Event description:
It was reported that during a nephrectomy/ urology procedure the firing sequence with the device, they saw staples falling out of the device. Staples were inside the patient, but not on tissue. They were very scared the device did not staple normally. They could not see the staple line. But they did not trust the device. So they opened a new device, a new device. This one made a weird noise, but they tried to use this device several times. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut the tissue? Tissue was cut but not stapled. With the second device, when was the noise heard (closing, firing, opening)? During firing. What is the current status of the patient? Patient is doing well, went home normally. The analysis results found that device (a) was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties and no unexpected noises were noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received unfired. The device was tested for functionality with the returned reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties and no unexpected noises were noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # k59r1u (mfg date: 2/27/2013 exp date: 1/27/2018 ).